Event description:
It was reported that during a breast biopsy, the mammomark clip was deployed successfully in the pt's breast in 2006. There was no pt consequence to the pt. Four months later, the patient had a mammogram and a nodule was shown to be forming around the clip. In 2007, a film showed a definite formed nodule around the clip. A core biopsy using a 14 ga core needle was performed eight days later because an ultrasound of the breast showed the nodule to be 1.3 cm by 1.3 cm by 0.8 cm. The pathology report the next month showed a foreign body reaction with amorphous, acellular gelatinus material around the mammomark clip. No decision has been made to remove the nodule at this time. The nodule isn't cancerous. The pt is doing fine.

Manufacturer narrative:
.